Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm there was a clog. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about clog. Drug solution did not come out of the needle. During the self-injection at the clinic, air was released, but no drug solution came out. When the needle was replaced with another one, drug solution came out.

Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm there was a clog. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about clog. Drug solution did not come out of the needle. During the self-injection at the clinic, air was released, but no drug solution came out. When the needle was replaced with another one, drug solution came out.

Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.